Manufacturer narrative:
Based on the results of the investigation, the root cause for the leak and image issue was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the camera head exhibited water ingress in the connector and the image had vertical lines. There was no patient involvement.